Event description:
Discordant, falsely low magnesium (mg) results were obtained on a dimension xpand plus without hm instrument on two patient samples. Each sample was contained in a red top (rt) tube and a green top (gt) tube. The discordant results were not released to the physician(s). Sample (B)(6) was repeated on the same instrument, once from each tube, and resulted as expected with the rt tube. A new sample was obtained and was run on the same instrument, resulting as expected. The sample was also sent to a sister lab and the result matched that of the rt tube repeat and the new sample result. Sample #2 was repeated using both tubes on the same instrument, and all resulted as expected. The correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc specialist instructed the customer to clean the sample probe and drain for troubleshooting. The customer also replaced the cuvette diaphragm. It was also discovered that the customer used stat spins to centrifuge the gt tube, which is not recommended by the tube manufacturer. The cause of the discordant, falsely low mg results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing within specifications. No further evaluation of the device is required.